Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawers 13 - 19 were unrecognized on cabinet 03. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 13 - 19 were unrecognized on cabinet 03. A field service engineer (fse) signed in and found that the entire auxiliary tower was not being recognized. The fse also observed that the controller board for drawer 17 was not lighting up like the other boards. Upon opening the top cover, the fse noticed that the comsled was not lit at all. The fse replaced the controller board for drawer 17 and also replaced the comsled. Medbank was contacted to assist with assigning the drawer, and the drawers opened without any issues. The system functioned as intended after the field service engineer repaired the device.